Manufacturer narrative:
To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic hysterectomy procedure the cartridge of the suturing device loaded properly, but while testing the device outside of the patient, the needle fell out of the reload. The procedure was completed with another reload of the same product code and the same suturing device. There were no patient consequences reported.

Manufacturer narrative:
The cartridge was received with the needle/suture separated from the reload. The needle was reassembled in the cartridge. Following reassembly, the cartridge functioned normally passing the needle through air and through prorun foam with no issues. The likely root cause is user loading and test cycling error. This is not related to a manufacturing defect. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.